Event description:
It was reported that pump displayed a malfunction alarm after patient performed bluetooth update. There was no reported adverse impact to the customer¿s blood glucose level. Customer contacted support, was advised pump was under warranty, and pump was scheduled for replacement by technical support.